Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two shocks and anti-tachycardia pacing (atp) for what could be an atrial fibrillation. Boston scientific technical services (ts) recommended further review to confirm atrial driven rhythms. This device remains in service. No additional adverse patient effects were reported.